Event description:
It was reported an ez45g was used during a video assisted thoracic surgery. It was reported by the affiliate the firing trigger broke when the surgeon squeezed the handle. A new stapler was used to finish the case. There was no consequence to the pt.